Event description:
Literature title: evaluation of a new monofocal intraocular lens in patients undergoing cataract and vitrectomy surgery for idiopathic macular hole. A prospective study was done to evaluate the usefulness of a newly generated monofocal intraocular lens (iol) in patients who underwent combined cataract and pars plana vitrectomy (ppv) surgery for idiopathic macular hole (mh). A total of 89 eyes of 89 patients underwent combined cataract and ppv surgery for mh and were included in the study; however, only 84 patients completed the 6-month follow-up. The patients were divided into two groups: eyhance icb00 (n=39 eyes) and tecnis zcb00 (n=45 eyes). It was reported that during the follow up period, 4 patients in the eyhance icb00 iol group and 3 patients in the tecnis zcb00 iol group developed posterior capsular opacities (pco) in which nd: yag laser capsulotomy was done for pco without any complications. It was also reported that 5% of all eyes included in the study lost 1 snellen line at 6 months follow up. A copy of the article is provided with this report.

Manufacturer narrative:
Section a2: age/date of birth (years): ages are 66.26 ± 8.34 section a3: sex/gender: (male: female): 23:16 section a4 & a5: information unknown, not provided. Section b3: date of event: exact dates not provided, article acceptance date is june 16, 2023 section d4: a complete catalog number is unknown as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: a complete UDI number is unknown, as the serial number was not provided. Section d6a: implant date: unknown, information not provided. Section d6b: explant date: not applicable, as lens was not explanted. Section h3-other (81): the device was not returned for analysis. The serial lot/serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Citation: se hyun choi, ho seok lee, in boem chang, daejoong ma, in hwan cho, soo jin lee & in hwan hong (2023) evaluation of a new monofocal intraocular lens in patients undergoing cataract and vitrectomy surgery fo idiopathic macular hole, current eye research, 48:10, 904-910 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.